Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the lens haptic torn and bent. There was residue on lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+4.0/085 (sphere/cylinder/axis) into the patient's left eye (os), the lens tore/broke. The lens was implanted and removed intra-operatively on (B)(6) 2018. Reportedly, there was no patient injury. On (B)(6) 2018 an alternate lens was successfully implanted.

Manufacturer narrative:
Corrected data: describe event or problem - "-15.0/+4.0/085" should be corrected to "-15.50/+4.0/085" in original MDR. Common device name should be corrected to phakic toric intraocular lens in original MDR. (B)(4).